Event description:
Rptr recently had silicone implants removed. One of the implants ruptured. Rptr had received paperwork for sending the implants to medwatch and had asked the surgery ctr to make a copy of the paperwork for her records. The ctr failed to make a copy of the paperwork but stated that the implants and the paperwork had been forwarded to the FDA. Rptr is now seeking a copy of that paperwork and any add'l info that can be provided on the MFR of the implants.